Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. During a percutaneous coronary intervention to treat a lesion in the distal right coronary artery (rca), the tip of the subject guidewire broke off and remained in the distal rca. The device analysis could not be conducted as the device was unavailable. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that pushing-pulling and/or rotational force was continuously applied during wire manipulation while the tip of the guidewire was trapped by the lesion or vessel. And when the force exceeded the product's design limit, the guidewire broke off; however, details could not be ascertained. The result of lot history review showed there was no indication of product deficiency. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a percutaneous coronary intervention to treat a lesion in the distal right coronary artery (rca), the tip of the subject guidewire broke off and remained in the distal rca.